Event description:
Customer reported a burning smell coming from the system. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator driver board and batteries. System operates as intended.